Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 27, 2023 ¿ may 29, 2023. H11: the device was received for evaluation. A visual inspection was performed, and a leak was identified. Functional testing using tap water was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva (ethylene vinyl acetate) bag was leaking from the middle port. The leak was detected at the compounding stage prior to patient use. There was no patient involvement. No additional information is available.